Event description:
Customer reported a past low blood glucose event, with no known cause. Blood glucose levels were recorded at 39 mg/dl on the meter and 70 mg/dl on the pump. Customer declined further troubleshooting, and no additional information was obtained by technical support.